Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) paced below the lower pacing limit due to auto post-ventricular atrial refractory period set-up. It was also reported that the right ventricular (rv) lead exhibited t-wave over-sensing. Re-programming intervention was carried out. No patient complications have been reported as a result of this event.